Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that a patient received crrt treatment on (B)(6) 2013. During pre-inspection, the physician used a 5 cc needle to pump-back blood and everything seemed okay. However, the dialysis machine alarmed and stopped working five minutes later after it was connected. Upon stopping the machine, the nurse pump-back blood again by using 20 cc needle. Big bubbles appeared inside the needle. The nurse then pressed the intersection of entry and tunnel entrance of tube, then drew blood; bubbles disappeared. It was suspected that tube inside the tunnel was broken and unable to complete hemodialysis, so the nurse changed and replaced the tube. The patient involved without injury. No medical intervention required. Surgery time didn't extend by 30 mins or more. The patient is in good condition now. Re-intubation necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.